Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation because the user facility continues use of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that (B)(6) virus was detected from the blood sample collected from a patient after an endoscopic mucosal resection (emr) using the subject device on (B)(6) 2018. It was reported that the user facility conducted the blood test on (B)(6) 2019 because the patient revisited the user facility and complained of anorexia and abdominal discomfort. The patient was reportedly hospitalized after the detection and is planned to be discharged from the facility in a few days. Before the emr procedure, the subject device was used for another patient, who was (B)(6) virus carrier, in an endoscopic submucosal dissection (esd) procedure. Therefore, the user facility suspects that there is a possibility of cross infection by the subject device because blood adhered to the subject device during the esd procedure. The user facility also considers the possibility of cross infection due to blood adhered to the scope hanger or medical gloves during the esd procedure. The subject device had been reprocessed using an olympus automated endoscope reprocessor, oer-4 (not available in the USA) or a non-olympus automated endoscope reprocessor (kaigen, vm series).the user facility is asking olympus to provide reprocessing training to understand the difference in reprocessing procedure between oer-4 and kigen.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility and was reported that there was no abnormality in the pin of the connecting tube for endoscope reprocessor for the olympus automated reprocessor, oer-4 (not available in the USA). In addition, it was reported that the user facility checked the concentration level of the peracetic acid according to the instruction manual. On march 11th, 2019, olympus representative visited the user facility for reprocessing training. During the training some deviations were noted as follows; - some staffs handled disinfected scopes with bear hands. - outer surface of the scope was washed with dishwashing detergent by some nurse. - the air/water valve of endoscopes was not brushed by some nurse. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.